Event description:
A (B)(6) male patient contacted zoll customer support to report service code 107 appeared on his monitor. The patient was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt. No problems were found with the patient's monitor.